Manufacturer narrative:
(B)(4).

Event description:
It was reported from (B)(6) that during service and repair, it was observed that the compact air drive ii device had a blocked and jammed trigger. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.